Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing inconsistent blood glucose levels. The customer stated that she visited the emergency room earlier in the year due to low blood glucose levels. Nothing further was reported.